Event description:
Consumer called to report an episode last week higher reading, but fel very low, checked again and reading was 253. Ems was called due to symptoms of low blood sugar and meter was 22.